Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming . No disposable, pump won't run". Per reporter residual volume was: 43.1 ml, rate 1.6 ml and 31.95 ml was given. No additional information is available at this time.